Manufacturer narrative:
Findings: pump passed displacement test, rewind, basic occlusion test, prime, excessive no delivery test, and occlusion test. Pump received with cracked battery tube thread, stripped battery cap coin slot (p), cracked belt clip slot, cracked reservoir tube lip, cracked reservoir tube, missing end cap sticker, and minor scratches on display window noted.

Event description:
The customer's mother reported via phone call indicating that patient insulin pump had damage. Customer's blood glucose at time of incident was unknown. The customer stated that there is crack on battery cap and the reservoir compartment. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced. The customer reported via phone call that they had low blood glucose but not hospitalized. Customer's blood glucose at time of incident was 48 mg/dl. The customer was treated and came up. Customer did not want to do any low blood glucose troubleshooting.